Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic experiencing palpitations. When the patient held her arms out the atrial lead exhibited noise and oversensing.